Manufacturer narrative:
Based on the information provided, a definitive cause of the patient¿s reported pain is undetermined, as there were no significant findings upon physical exam. Should additional information be provided, a supplemental MDR will be submitted. This MDR is associated to the bard ventralight st mesh an additional MDR was submitted with information associated to the bard composix l/p mesh. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol on (B)(6) 2011 - the patient underwent the repair of a ventral hernia and was implanted with a bard composix l/p mesh. On (B)(6) 2013 - the patient was diagnosed with a likely hernia and underwent a revision procedure. During this procedure the composix l/p mesh was noted to be in good condition and it was reported that the surgeon had not gone low enough during the initial repair. The composix l/p mesh was left in position and a bard ventralight st mesh was placed lower down. During this procedure it is reported that the bowel was nicked and was repaired without issue it is reported that following the revision procedure the patient was doing better. As reported the patient is now experiencing ongoing pain in the area of the mesh repairs. It is reported that the patient has been to the ER and is currently taking prescription pain medication. Per the patient contact her surgeon has advised her that there is no other treatment that can be offered at this time, other than pain management as the patient is of advanced age and there were no significant findings upon physical exam.